Manufacturer narrative:
Device has been returned to manufacturer. Analysis of device will be performed. This is the initial report submitted regarding this surgical event and medical device.

Event description:
Tip of depth gauge broke off in the ankle bone during surgery. Broke while implanting first screw. Surgeon verified with a radiograph that tip of depth gauge was stuck in the bone.